Manufacturer narrative:
Unit passed the operating currents measurement, self test and displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm during testing noted. Motor passed motor test.. Unit was monitored for several days and no blank display anomaly noted. No damage found on c13/lcd isolation tape noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, unexpected restart, and external error. Customer's blood glucose level was 230 mg/dl. The customer did not receive alarms when the insulin pump shut off or came back on, when she pressed the act button and made her rewind the insulin pump again. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.